Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the patient¿s cycler is making grinding noises all through the patient¿s treatments. The nurse reported that the patient is not draining right and there are no alarms. Patient¿s treatment data was assessed and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 4316ml drained. This drain is 195% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2208ml is 3974ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s nurse indicates that the patient was not able to complete treatment and performed a continuous ambulatory peritoneal dialysis treatment. There was no complications and no medical intervention.

Manufacturer narrative:
The alleged event is not confirmed. The reported symptom (not draining (no alarm) was not confirmed. The reported symptom (noisy) was not confirmed with testing. The reported symptom iipv ((dv > 180% to 200% of fv) was not confirmed with testing. An accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed. There were no unusual sounds observed. A (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the dwell phase cycle 1. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."